Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a foot repair the screw, that was being used as a lag screw, broke during insertion. Two pieces were retrieved however there is still a portion of the screw that remains in the bone. The case was completed with a plate and was completed with no further issues.